Manufacturer narrative:
A.1) unknown as not provided by reporter. A.2) unknown as not provided by reporter. A.3) unknown as not provided by reporter. A.4) unknown as not provided by reporter. B.3) unknown as not provided by reporter. D.4) lot - unknown as not provided by reporter. Catalog# - unknown as only partial catalog number provided - cxi-2.6 expiration - unknown as lot is unknown d.8) unknown as not provided by reporter. F.6) unknown as not provided by reporter. F.9) unknown as lot is unknown. F.10) patient code - no patient follow up information was provided. Device code - particulates and debris are not labeled in the IFU. H.4) unknown as lot is unknown. This report is required by the FDA under 21 cfr part 803 this report is based on unconfirmed information submitted by others neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. No product has been returned to assist in this investigation per quality control, there is 100% inspection, verifying coating is smooth, verification free of bubbles and foreign matter and one sample per order requires of sufficient lubricity the provided instructions for use notes under potential adverse events "vascular catheterization and /or vascular interventions may result in complications including, but not limited to *vessel dissection *perforation *total occlusion *embolism *vessel spasm *death" although no product was returned to assist in this investigation, a pathology report and slides were provided for review showing what appears to be emboli of hydrophilic polymer from an as yet unidentified source in the capillaries of the amputated toe the toe amputation was scheduled prior to the successful chronic limb ischemia procedure it is reasonable to suggest that, while the coating may have come off the complaint device and then entered the vasculature, the coating particulate did not contribute to the described toe amputation. Without the returned product or additional information, it is difficult to determine with certainty why this failure mode occurred we have notified the appropriate internal personnel and are continuing to monitor complaints for similar events a risk analysis was performed, which revealed that the risk remains acceptable for this device family and failure mode

Event description:
A cli case was performed using a 4 french 90 cm ansel sheath (182033-2010-00528) a 2.6 french cxi catheter (1820334-2010-00527) a 300 cm hydro st (1820334-2010-00529), and an advance 14lp balloon was used. Case went well and patient had a scheduled toe amputation. Upon pathologic examination hydrophilic debris was noted in arterial system. Also refer to 1820334-2010-00528 and 1820334-2010-00529.